Manufacturer narrative:
No adverse outcomes were reported. It cannot be ruled out that the positive results may have been due to contamination occurring during processing. We are reporting this event in an abundance of caution and in accordance with the eua requirements.

Event description:
Customer reports results with neumodx sars-cov-2 on the neumodx 96 molecular system were false positive.